Event description:
Pt with medical history of rheumatic heart disease, mitral stenosis/mitral insufficiency and pulmonary hypertension underwent a mitral valve replacement using a 42mm mitral homograft on 4/23/98. Valve was explanted intra-operatively and replaced with a st. Jude valve due to significant regurgitation. The operative report notes a leak of the posterior commissure. The site does not relate the regurgitation to the homograft.